Event description:
Healthcare professional reported left side deflation. The device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases flat and broken shell leak test and microscopic analysis was performed which identified: striated broken on posterior, sharp opening on anterior, observed void >1 mm in non-textured, valve-to shell-bond area and missing shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated broken on posterior assessed as surgical damage. A sharp opening on anterior (valve bond edge) assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device was explanted.